Event description:
It was reported that the right ventricular (rv) lead had high thresholds and a high impedance. A fracture was suspected. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, biv ICD, implanted: (B)(6) 2012;1488tc-58, st jude lead, implanted (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage. A proximal portion was received measuring 12 cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.